Event description:
It was reported that the patient presented to the emergency room due to high blood pressure. It was noted that the patient had dizziness and almost passed out. The device was interrogated, and it was discovered that the right ventricular lead exhibited over-sensing noise. The lead was explanted and replaced. Further information was requested however, was not provided.

Event description:
New information noted that the patient was in stable condition post procedure.